Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.

Event description:
Per facility a report was issued with health canda. The product broke inside the patient, noted was minor injury illness, laceration.